Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period mar-2019 through feb-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit, but was unable to reproduce the reported issue. However, the fse found that the upper display failed, and therefore, resolved the reported issue by replacing the upper display. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine functional check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) upper display was found to be defective. Specifically, it was reported that there was spots on bottom left and right corner of the upper display. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine functional check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) upper display was found to be defective. Specifically, it was reported that there was spots on bottom left and right corner of the upper display. There was no patient involvement, and no adverse event reported.